Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
Lancet did not retract into drum and protruded from end cap of multiclix. Drum was properly seated in the multiclix device and cap was on properly when lancet did not retract. No adverse event alleged, lancet device and lancets replaced and requested for return.